Event description:
It was reported that during a morning shift check, the autopulse platform displayed a user advisory 41 (patient temperature sensor failure) message that could not be cleared. Customer put in a different battery and the platform was able to function. No patient involvement was reported.

Manufacturer narrative:
The product in complaint was returned to zoll on 12/16/2013 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.